Manufacturer narrative:
Device not yet received.

Event description:
It was reported that during a surgical procedure at the user facility the duraguard foot was bent. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during a surgical procedure at the user facility the duraguard foot was bent. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event.